Event description:
Customer initially called to report that the sensor is not releasing from the serter. The needle hub is getting stuck inside the serter. During troubleshoot; customer stated she needed replacements because she went into a coma. Attempts to contact the customer back were made but she could not be reached. No additional information on the event could be obtained. Blood glucose value is 155 mmol/l. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enite sensor found the needle was separated from the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. This complaint is again the insertion device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.